Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. A visual inspection of the returned item # 42527400910 lot # 62741934 found it to exhibit signs of repeated use and has a piece fractured off on the medial side all pieces were returned reference attached photographs. The device history records for item # 42527400910, lot # 62741934 & receiving inspection report for item # 42527450910, lot # 80623121 were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. The persona surgical technique, instructs that gentle manual pressure should be applied without impacting the tasp construct with either a mallet or hand. The tasp was hit with the mallet used during the surgery which caused the fracture of the provisional; hence the root cause is attributed to user error/off label use. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported while the surgeon was trialing the knee there was not enough joint space for the trial to go in smoothly. The doctor tried to forcefully push the trial in causing the piece to break.